Event description:
It was reported that the patient experienced two low glucose alarms with a lowest blood glucose of 72 mg/dl, treated with oral carbohydrate, and subsequently observed the pump display ¿rewind¿ and audibly rewind after dismissing an alert while still connected before promptly disconnecting; the concern was potential unintended insulin delivery during the rewind. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and stabilization of blood glucose without medical intervention or hospitalization. Investigation included review of device engineering logs. Investigation of this case revealed no indication in the logs of an unprompted rewind event. It was concluded that the cause of the hypoglycemia was unclear and that unintended insulin delivery during rewind was unlikely based on available evidence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.